Manufacturer narrative:
It is indicated that the device will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during a percutaneous coronary intervention (pci) procedure, the stent moved on the balloon. The unspecified target lesion was predilated before advancing a 3.50x20mm liberte bare stent delivery system (sds). The sds was unable to cross the lesion and was removed from inside the pt. During inspection, it was noted that the stent had moved on the balloon. The procedure was completed with a different device. No pt complications were reported and the pt's current condition is listed as "good."